Event description:
Doctor reported that two files separated in the same canal on the same pt. One separated piece was retrieved, while the canal was filled with the other piece in place. There was no report of pt injury.